Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: al1nb33353. Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of high impedance was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported the patient implanted with this neurostimulator (ins) had surgery to revise their ins and tined lead. The patient reported they experienced a fall and their device has not worked since. When the patient was interrogated in pre-op, it was discovered they had high impedance. The physician replaced the ins and tined lead to ensure a properly working system. No device malfunction was suspected. The patient is doing well post-operatively.